Event description:
It was noted on entering order that the mesh implanted had expired. This item was bought by the hospital in 2003. Hospital was notified of the event.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.